Event description:
It was reported that during a pta treatment procedrue to remove a clot in an existing graft, removal difficulties were encountered. The physician was using a 5 fr terumo 10 cm non ro marker sheath along with the ultra-thin sds. Removal difficulties were experienced with three different ut-sds balloon catheters requiring that the system be introduced and completely removed three separate times. The physician then decided to use a larger sheath and completed the procedure successfully using a fourth balloon catheter. The procedure was prolonged, however no pt injury or complications were reported.